Event description:
It was reported that the rv lead was explanted due to high impedance on the svc coil of greater than 200 ohms. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: defib conductor fractured; full lead returned for analysis.